Manufacturer narrative:
Continuation of d10: product ID: 97745; lot#serial#: (B)(6); product type: programmer, patient product ID: 97755; lot#serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the pt. Pt called back and said they did get the new device, found while on the call with the previous agent, but said the next day, the device quit working and now they can hardly walk. Pt said the ins will not turn on and mentioned seeing a ¿call mdt¿ screen (pt did not have screen details available). Pt said no matter what they do, they cannot get their device to find the ins. Pt was able to get to their batteries screen (controller 80%; ins in the red). Pt then tried to start a recharging session and started charging with excellent charging quality. Pt stated that they can usually get excellent charging quality, however, their ins battery doesn't do anything (patient services (ps) assumed pt meant it does not increase; pt was hard to follow). Pt was confusing during call and stated that they could get theins fully charged but then stated they could not get it charged. Pt was still able to charge with excellent quality throughout the call. Pt will continue to charge their ins and ps will follow up with pt to check charging status/battery levels. Ps called pt back to check on ins battery status. Pt had been charging since the previous call and got the ins charged to 70% and the controller was now displaying the recharge controller soon message. Pt inspected the recharger (rtm) and controller port; said they both looked good. Due to ins taking 1.5 hours to recharge up to 70% and draining the controller battery, a new rtm will be requested. Pt was able to turn their stimulation on now that ins was recharged to 70%.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported "it" will/has not come on (it's been weeks) and they were needing it really bad; patient services (pss) tried to clarify whether pt was referencing the controller (ptm) or neurostimulator (ins). Pt first stated it was the implant but then later indicated the li battery pack (bp) may not be charging properly. Pt said it was asking them to connect the charger "which they had done several times". Pt connected the recharging antenna (rtm) then described seeing no device found with normal recharging screens cycling after 'recharge' was selected. Pt provided current battery levels from the batteries screen ptm 40% ins (unknown). Pss had pt stop recharging session to recharge the ptm; pt confirmed the ptm 'battery indicator' light was flashing green after bp was reinserted. Pss also advised monitoring the ptm 'battery indicator' light to stop flashing green <(>&<)> turn solid to know when charging is complete <(>&<)> then recharge ins. Pt explained they have been recharging the ptm overnight (when they go to bed) but it shows them the same thing all the time with the top battery image a little green <(>&<)> bottom red with an exclamation mark. Pt also said they were unsure if battery is increasing from 40%. Pss had the pt disconnect power supply/remove bp/provide serial numbers/ reconnect bp. Pss reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Pss called pt back to verify event date; pt stated they did not know exactly adding their son had passed away and they had lost track of everything. Pss did not press for a date/timeframe. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(4), product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.